Manufacturer narrative:
(B)(4). Date sent: 12/8/2025. D4 batch #: a98a76. Corrected data: d4 UDI #. Investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that the device was returned with the tissue pad with signs of normal wear and properly attached to the clamp arm. Additionally, a small black tubing return inside a plastic bag the device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98a76, and no non-conformances were identified.

Event description:
It was reported that during an unspecified procedure that a piece of the device fell off. The surgical team retrieved the fallen piece. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2025. D.4. Batch #: unknown. D.4.: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D.4.: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: the piece is taped to the handle. They said no pieces went in patient. Sorry - I packed this device up with careful examination of it - prior to receiving this email the two blades seemed intact - but unfortunately, I did not closely examine it. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.